Event description:
The end user reported he developed a fungal infection which covered his torso, including the skin under his wafer, immediately after he completed a course of antibiotics prescribed to treat a urinary tract infection. The infection has persisted for approximately two (2) months. The patient sought medical treatment for the fungal infection and was prescribed diflucan and prednisone. No further patient complications were reported.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. No additional patient/event details have been provided to date. Should additional information become available, a follow up report will be submitted.